Event description:
Covidien received a report of a n595 monitor that does not have any audio. The monitor does not sound the audio post tone when it is turned on. No patient harm was reported.

Manufacturer narrative:
(B)(4)